Event description:
Additional information was received from an hcp via a clinical study on 2020-sep-30. It was reported that the event resolved without sequelae on (B)(6) 2020.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2010, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot#: (B)(4), ubd: 10-mar-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving morphine 16.8 mg for a total dose of 12.01193 mg/day, bupivacaine 3.9 mg for a total dose of 2.78848 mg/day, and fentanyl 2000 mcg for a total dose of 1429.99192 mcg/day via an implantable pump. It was reported on (B)(6) 2020 the patient had increased pain and not feeling their bolus. A catheter dye study (cds) was performed. The cds revealed abnormal kinking of the catheter. It was noted the system required a surgical catheter revision. On (B)(6) 2020 a catheter revision was performed where surgical abandonment/capped occurred where they cut and tied off the intrathecal (it) catheter. The outcome of the event was noted as ongoing. The device diagnosis was catheter kink and the clinical diagnosis was increased pain. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was unlikely related. The event date was (B)(6) 2020. No further complications were reported.